Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is pseudarthrosis of the si joint. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, p/n 7045-90, lot# 3784-10036, expires 2014-04; ifuse implant, p/n 7040-90, lot# 3776-10024, expires 2014-02; ifuse implant, p/n 4030-90, lot# 7551002578007, manufactured 05/31/11, expires 2014-07; ifuse implant, p/n 4035-90, lot# 8029003804002, manufactured 07/30/12, expires 2015-09.

Event description:
In (B)(6) 2011, the patient underwent left side ifuse si joint arthrodesis where two implants were placed. In (B)(6) 2014, the patient had two additional implants added to the same joint. The patient later presented to the surgeon with continuing left si joint pain complaints. The surgeon determined that the patient had pseudarthrosis of the left si joint. In (B)(6) 2015, the surgeon performed a revision surgery where he removed two implants and added iliosacral screws. The condition of the patient following the revision surgery is not yet known.